Event description:
It was reported that patient had revision surgery due to broken plates. Distal tibial plates were snapped in half and doctor removed plates and screws which were replaced with tibial nails.

Manufacturer narrative:
Evaluation summary: the reported event plate breakage could be confirmed (with x-rays). Based on investigation, the root cause of the determined event was not possible because of too less information. The x-rays were sens to the medical expert. A part of medical experts statement: "both dorsal bones have a so called. "Butterfly fragment" as a result of a bending mechanism at the fracture origin, resulting in a lack of dorsomedial bony support. The lack of bony support on the opposite side of the plate means that almost all forces and bending moments are transmitted only through the plate. Accordingly, high stress was exposed to the plate." [Original statement] please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Device not returned.

Event description:
It was reported that patient had revision surgery due to broken plates. Distal tibial plates were snapped in half and doctor removed plates and screws which were replaced with tibial nails.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Product details lateral distal tibial plates.